Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the tip of the small pointer was found to be broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. During the device evaluation, it could not be determined what caused the broken tip. Handling of the device has most likely caused the reported event. The device was scrapped, as it was not repairable.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the tip of the small pointer was found to be broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.